Event description:
A patient reported that their pump battery was experiencing issues with holding a charge and displaying accurate battery levels. There was no reported impact to the customer's blood glucose level. The customer declined a follow-up from technical support and was in the process of obtaining a new device as the current one was out of warranty.